Event description:
A registered nurse (rn) from a hospital reported that a patient ¿code¿ occurred while a peritoneal dialysis (pd) patient was utilizing this liberty select cycler. Per the pd registered nurse (pdrn), the patient survived the code event. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty select cycler and the serious adverse event(s) of a code, as the patient was undergoing ccpd therapy when the serious adverse event(s) occurred. The etiology of the patients¿ code event could not be determined; therefore, causality could not be established. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Additionally, patients undergoing dialysis have a 10 to 20 times higher risk of sudden cardiac arrest (sca) than the general population. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler played a causal or contributory role in the serious adverse event(s). There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., discharge summary, causality, diagnosis, medication regime), treatment data, and no evaluation of the fresenius device(s), this clinical investigation cannot exclude the liberty select cycler or from the serious adverse events.

Manufacturer narrative:
Additional information: b5, d9, h3

Event description:
Another pdrn from the hospital called technical support to request a replacement cycler, as this was the desire of the clinic's physician. Technical support issued them a replacement cycler and advised the pdrn to discontinue use of this one. The cycler is expected to be returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although the cycler was reported to be available for evaluation, to date the device has not been received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Another pdrn from the hospital called technical support to request a replacement cycler, as this was the desire of the clinic's physician. Technical support issued them a replacement cycler and advised the pdrn to discontinue use of this one. The cycler is expected to be returned for evaluation.